Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Document specification review: IFU- 111245, according to the information received, it was reported that during an acl reconstruction a 8x23mm milagro advance interference screw broke just by entering in the tibial tunnel. The product was returned to mitek for evaluation. Mitek then conducted visual of device received. Upon visual inspection, it was observed that the anchor was broken near the distal section, confirming this complaint. A manufacturing record evaluation was performed for the finished device lot number: 6l75744, and no non-conformances were identified. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 599 devices that were released to distribution. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. As per IFU- 111245, it is necessary to place the place the guidewire according the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an acl reconstruction a 8x23mm milagro advance interference screw broke just by entering in the tibial tunnel. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the anchor was broken near the distal section, confirming this complaint. It was not possible to observe the threads of the screw. A manufacturing record evaluation was performed for the finished device lot number: 7l78465, and no nonconformances were identified. Based on device condition observed in the photo, this complaint can be confirmed. No further procedure information was provided to determine how this failure occurred. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. As per IFU- 111245, it is necessary to place the place the guidewire according the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that a 8x23mm milagro advance interference screw device broke just by entering in the tibial tunnel. There was a surgical delay of five minutes to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.